Event description:
This report is from a market study indicating that the pt underwent an endovascular procedure for the target lesion in the right internal to common carotid artery. There was no calcification or vessel tortuosity, the rate of stenosis was 84%. The pt's medical history consisted of asymptomatic carotid artery stenosis, hypertension, and kidney disease with dialysis treatment. The angioguard xp delivery and the stent placement were successful. Pre-dilatation (4mm/4atm, brand unk) and post-dilatation (4.5mm/10atm, brand unk) were successful. After the stent placement at the procedure, the pt developed a hypotension. The blood pressure value at pre-procedure was 176/71 mmhg and at post-procedure was 105/42mmhg. Noradrenaline and dopamin hydrochloride were administered and recovered 5 days later. According to the physician, this was likely occurred due to carotid sinus reflex by the stent placement. There was no neurological symptom on the pt and he is out of the hospital now. Additional info indicated that the vessel size where the angioguard was deployed was 4.03mm, and no time during the procedure, spasm noticed at the site. Heparin was given the day of the procedure. The pt has been on medications of aspirin, cilostazol (stopped 2009), amlodipine besilate, telmisartan since before the procedure up until now. The act during the procedure was 292 per second. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt. This is one of two products involved with this adverse event, which is associated with mfg report #9616099-2009-01320.